Event description:
Provider states that a part in the recline assembly is broken, please see the picture. No additional information provided.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states that a part in the recline assembly is broken.

Manufacturer narrative:
(B)(4). The device was evaluated by the returns department which found that the push handle was broken.